Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: twenty-six unopened samples of product code jv482, lot # mk8bshr0 were returned for analysis. The issue sample was not returned for evaluation. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. Th sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, pull off suture needle was found, and the reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device jv482, mk8bshr0 and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in (B)(6) 2019 and suture was used. The needle was detached from the suture during use. Another like device was used to complete the procedure. There were no patient consequences were reported.